Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6); product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection, as confirmed by magnetic resonance imaging (MRI). The infection was not resolved with medication therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.